Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two days ago, they started seeing out of regulation (oor) on their patient programmer (pp). They electively turns the implantable neurostimulator (ins) off every night and back on in the morning. The screen meaning was reviewed and they were redirected to their healthcare provider (hcp). No patient symptoms were reported. The patient said the cause of the oor was the "wires going to the left side of body were coming loose". They said they need to repair the wires. They were also shaking bad.